Manufacturer narrative:
A qualified cartridge and viscoelastic were indicated with a non-qualified handpiece. The root cause for the visual issues cannot be determined. Not enough information was provided by the reporter for further investigation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reported "scuff" may be related to a failure to follow the instruction for use (IFU). Information was provided that viscoelastic was added to cover the image on the cartridge. The "image is at the loading area. This would not be adequate viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, the indicated handpiece is not qualified for use with company lenses. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the patient vision is 20/40 uncorrected. The patient final refraction is plano -1.25 x 135. The patient notes a vague "white curved line" nasally. It is made better with her post operation refraction in the phoropter. She sees it intermittently. The patient iol has a scuff mark temporally running horizontally. Additional information received and stated that, passing through the cartridge might have caused the scuff mark temporally.